Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported when the pump had stopped working/malfunctioned the patient went through withdrawal and reported they were hospitalized in the intensive care unit (ICU) until they could get a bed in boston. It was reported this occurred on (B)(6) 2018. The patient thought their pump had been sent back to the manufacturer for analysis when it was replaced (on (B)(6) 2018, as previously reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 0.7265mg/ml bupivacaine at 1mg/day and 0.7265mg/ml dilaudid at 1mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient heard an alarm on (B)(6) 2018 and stopped on (B)(6) 2018 but then started again on (B)(6) 2018. The patient reported that they were sick the (B)(6) which was "weird." It was noted that the alarm sounded like the critical alarm. The patient reported they are due for a refill on (B)(6) 2018. No further complications were anticipated/reported. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that a motor stall occurred. The pump was explanted on (B)(6) 2018. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.